Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5019676, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4316, batch/lot number: (B)(6), model/catalog description: clik anchor, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and was frequently charging the device. It was also noted that the ipg had migrated and the spinal cord stimulator (scs) leads had impedances. The patient underwent a scs replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.